Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible as no mfg lot number has been provided by the complainant.

Event description:
They normally use chg to clean, place a biopatch on skin and apply a sorbaview dressing. The skin was red under the biopatch. They have also used ointments. The arm is swollen, no warmth, the redness seems to travel up the arm and sometimes across the chest.